Event description:
It was reported that while the surgeon was using the instrument the hoist fractured while the surgeon was reducing the sleeve. There was no report of a foreign body retained or harm to the patient. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). G2: foreign: chile. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the tip of the device is broken and missing. The device shows wear and tear consistent with repeated use. The device history record was not reviewed lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.